Manufacturer narrative:
1038671-2024-00850 1038671-2024-03696 d10 concomitant devices: (B)(6) 02-010-03-0225 - logic cr femoral cem, left sz 2.5 (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t (B)(6) 02-012-49-2509 - logic tibial insert slope ++, sz 2.5, 9 mm (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-32 - threaded pin size 3.0 collarless (B)(6) a10012 - gps implant kit v2 . Manufacturer narrative: the revision reported was most likely the result of a combination of prosthesis wear secondary to contributions from implant alignment and/or instability of the knee as well as loosening due to mechanical loss of fixation at the cement/implant interface. However, this cannot be confirmed as the devices were not returned for evaluation and the loosening could not be confirmed on the pre-revision radiograph.

Event description:
It was reported that a 63yo male patient, initial left knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2024, approximately 5 years post the initial procedure. The patient was revised due to femur loosening and poly wear. Everything was removed and exchanged to a competitor¿s product. There were no surgical delays or device breakages during the procedure. X-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis. They were disposed of by the hospital. Device images were provided.